Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to infection. This left ventricular (lv) lead will not be returned. No additional adverse patient effects were reported.